Event description:
Baxter call center in japan reports home pt reported "leak was found" with homechoice set. Home pt was asked to discontinue treatment and set up new supplies. No pt injury or medical intervention reported.